Event description:
According to the reporter: when the surgeon applied the instrument, a component disengaged and staples did not form completely. The knife transected lung tissue and there was bleeding. Another device was used to repair. The component was retrieved. It was not clear if there was additional tissue loss.

Manufacturer narrative:
(B) (4). (B) (4).